Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back under the therapy pads. The area was described as itchy that turned it sores with clear puss oozing out of them. The patient's doctor prescribed an unknown medicated cream to treat the irritation. During a follow-up, the patient stated the irritation has healed due to this treatment.